Manufacturer narrative:
The lens was discarded at the surgery center. Prior to release, the lens met all manufacturing specifications. In follow-up with the account, we were unable to learn why the haptic stuck or if the incision was enlarged, lens was discarded. No patient issues. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the haptic on the intraocular lens stuck to the patient's posterior capsule during insertion. During removal of the haptic, the capsular bag tore. An anterior chamber lens was then implanted without complication.